Event description:
Customer reported black spots were observed in the products. Customer believes it might be mold. The product was not used on pt.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.